Manufacturer narrative:
The lot number is unknown for this complaint. Based on the user facility information, the following are potential lot numbers/device manufacture dates/expiration dates: lot number: 151002s device manufacture date: 10/01/2015 through 10/03/2015 expiration date: 09/30/2020. Lot number: 151004s device manufacture date: 10/03/2015 through 10/04/2015 expiration date: 09/30/2020. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection found that the catheter was missing from the hub. Microscopic inspection revealed some deformation on the tip of the hub. The position of the caulking met manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a retention sample and the catheter tube was pulled out in the lateral direction. The deformation on the tip of the hub was observed to be similar to that of the actual sample. A review of the manufacturing and inspection records for the potential lots was conducted with no relevant findings. A review of the device history records for the potential lots was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that the catheter from the actual sample was pulled at an extreme angle. From the available information, the definitive cause of this complaint cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported the catheter was missing from the hub when removing the device from the patient. Follow up communication with the user facility reported: on (B)(6) 2016, the surflo device was inserted in the patient and the infusion was started; on (B)(6) 2016, the drip infusion was stopped, but the catheter was still left in the patient's arm; on (B)(6) 2016, when a nurse was about to remove the catheter from the patient's arm, it was found that the catheter was missing from the hub; the patient had a CT scan but the missing catheter was not found in the patient's body; there has been no change to the patient's condition due to this event; and the patient is under observation. Additional information was reported on (B)(6) 2016: it was reported that the hospital continuously checks the patient's health condition and attempts to find the catheter.